Event description:
An autotome was used for therapeutic purposes. During the procedure, the cut wire broke. The dr then had to try to remove the tome from duct without damaging the duct as the cut wire was sticking to the duct wall. Due to concerns of damage to the duct, a stent was inserted rather than the stones being removed. There is no further info regarding this event.